Event description:
It was reported that spring broke off from battery compartment. Customer's blood glucose was 219 mg/dl. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Was not able to perform operating current and verify low battery alert / failed battery test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.